Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(6). Investigation results: received one speedband superview super 7 device with the velcro strap for analysis; the ligator head was not returned. It was noticed that the crimp wire was present on the trip wire. A visual examination of the device found that the trip wire was partially rolled in the handle and was secured in the handle assembly slot when received. The suture was intact and attached to the trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle and the velcro strap. Based on the evaluation of the returned device, the reported failures are likely due to anatomical/ procedural factors encountered during the procedure that limited the performance of the device. Therefore, the most probable root cause is operation context. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the first and second bands successfully deployed. On the third rotation two bands deployed at the same time and missed the varix; the next two bands also deployed together. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.